Event description:
Patient (pt) consented for a tee (transesophageal echo) and pvi (pulmonary vein isolation) ablation with doctor. During the procedure, doctor inserted the pentaray catheter into the 8.5f sl1 sheath which was located in the left atrium. One of the spines got stuck in a small hole at the end of the sl1 sheath and sheared off the electrodes. The pentaray, broken spine, and sl1 sheath was removed successfully. The procedure continued without any issues. At the end of the procedure, doctor noticed one electrode from the spine of the pentaray still in the left atrium. Ir (interventional radiology) was called. Using fluoro, the location of the electrode was determined and the sl1 sheath was placed in close proximity to the electrode. A 60cc syringe was placed at the end to suction out the electrode. The electrode was removed with success. All sheaths were removed and pt finished recovery in ICU.